Manufacturer narrative:
The event date is approximate. The device serial number and manufacturing number were not provided. The issue is reported to be with the accessory c2 brush head to the sonicare power toothbrush system.

Event description:
A consumer reported that their c2 sonicare brush head broke during use. No injuries were reported. A small parts break during use was identified and it could be a choking hazard to the consumer.

Manufacturer narrative:
Product was not returned to confirm a malfunction has occurred. H3 other text : product not returned to manufacturer.